Manufacturer narrative:
H10 device evaluation: a sample photo was received and there was no evidence of the pledget falling apart into two or more pieces. Upon review of the device history records (DHR), the lot met all acceptance criteria at the time of release. D9: device availability. G3: date received by manufacturer. G6: follow-up 1. H2: follow-up type. H3: device evaluated by manufacturer. H6: type of investigation, investigation findings and investigation conclusions.

Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon pledget unraveled and fell apart leaving pieces inside her vaginal cavity. Pledget pieces still came out of her afterwards when she went to the bathroom but she was confident that no pieces remained inside. She did not seek medical attention and did not experience any adverse health effects.